Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found many kinks on probe¿s cable section. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. A device history review of the current product was conducted and no problems were found. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the ultrasonic probe exhibited kinks on the cable. There was no patient involvement.